Event description:
Customer reported that the needle attached to the tip of the syringe, pops off in the middle of the injection. No information was received regarding any serious injury as a result of this product issue.